Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures shows two products after use with a broken dialysate port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with polyflux 21l dialyzers, fluid leakage was observed, "due to a tear that was not barely noticeable when removing the dialyzer from the packaging". The dialyzers were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.